Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid, clonidine and lioresal via an implantable pump. It was reported that the low reservoir alarm went off on the day of the patient's refill but it was not silenced at update. Discussed current known issue of alarm not silencing at update and told hcp to confirm no new events were logged in logs first. Hcp would contact company representative.